Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received repeated ¿38 insulin, consecutive stalled motor¿ alerts during restart attempts and noted elevated blood glucose to 238 mg/dl; upon disassembly the user observed a bent needle in the connector, replaced the connector and supplies, restarted the system, and insulin delivery resumed without further alerts. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a connector needle deformation consistent with a component malfunction that impeded insulin delivery and triggered consecutive motor stall alerts, which resolved after the connector change. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue related to the connector needle.